Manufacturer narrative:
(B)(4). It was reported a breakage suture issue. One empty opened foil, two used needle, a needle-suture in several pieces and one winding former with five needle-suture combinations were received for analysis. During the visual inspection of two detached needles, the swage and attachment area the swage and attachment area were noted to be as expected and a suture piece still was attached to barrel of needles. Also, the needle-suture pieces were examined, and the suture has begun with the process of degradation. The winding former was visually inspected, and five needle-sutures could not be dispensed since has begun with the process of degradation and this condition caused that the suture was broken. The time of exposure of sutures to the environment could not be determined. Also, the foil was examined and showed multiples wrinkles and holes in cavity on bottom foil packet due to excessive manipulation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, the assignable cause of performance breakage suture, is suture degradation; due to the improper handling of package.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device llk497 batch number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent pancreaticoduodenectomy on (B)(6) 2019 and suture was used. During interrupted suturing on the digestive tract, the suture was broken when tying a knot. There were no adverse consequences to the patient.